Event description:
It was reported that at the user facility foreign material was found on the device. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported foreign material was found after the device was removed from the package and donned, so the origin of the material cannot be determined.

Event description:
It was reported that at the user facility foreign material was found on the device. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.